Manufacturer narrative:
The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a user error, including improper bone preparation and/or improper surgical technique associated with the device. Directions for use dfu-0054-eor7_fmt_en, bio-fastak, fastak¿, suturetak® and fibertak® suture anchors 8. Self-punching suture anchors only: insertion in very hard bone may require pre-punching a bone socket to avoid damage to the implant. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 10/31/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-3633sp fibertak self-punching suture anchor did not fixate due to poor bone quality during an arthroscopy for the removal of calcific tendinitis. The doctor sutured the rotator cuff using intraosseous fiberwire 5. No patient was affected. Additional information received on 11/07/25 from the rep advised that the insertion drill for the fibertak anchor was used. It did not break, and nothing was left inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.